Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. In 09/2005 "around 1230," the pump was programmed in the pca+bolus mode, to deliver morphine 5mg/ml, with a 1mg/hr continuous rate, a 2mg loading dose, a 2mg bolus dose, a 10 minute pt lockout, and no dose limit was selected. The customer contact reported that at 1730, the nurse had inadvertently reprogrammed the pump to deliver in ml instead of the intended mg. At 0245, a nurse and physician noted the pt had "respiratory depression." The pt was treated with 3 doses of narcan, 0.1mg every 2 minutes, and then a fourth dose was given four minutes later. The pt was transferred "to the surgical intensive care unit then coded." The customer contact reported that, "the pt's family member admitted handling the pca by proxy." The number of doses the pt's family member requested was unspecified. The pump was removed from clinical service. The pt has not been discharged from the facility.